Event description:
It was reported that after device unpacking and prior to device preparation, it was noticed that the stent was prematurely, partially deployed. The device was not used. There was no patient involvement. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the stent implant was stationary on the shaft and partially deployed 4 mm distal to the distal marker as reported. There was no damage noted to the stent implant. The sheath was in the distal position and not retracted. There was no damage noted to the self expanding stent system. The tuohy borst valve was in the locked position. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. It may be possible that the premature deployment is related to handling during preparation; however, this could not be confirmed and a conclusive cause could not be determined. Analysis confirmed the reported premature deployment; however, a conclusive cause could not be determined. There were no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed for the reported lot and there have been no other similar incidents reported for this lot. There is no indication of a product quality deficiency.